Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. The cause was a false empty detected at the initial drain and the initial drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 18:51:05. During night drain cycle one, the patient's ultrafiltration reading was 2190ml, indicating the home patient (hp) drained 2190ml more than their maximum programmed fill volume of 2000ml. No additional information is available.